Event description:
It was reported that an error was observed for an out-of-range pacing impedance measurement. Efforts were unsuccessful to obtain which channel the alert was generated for and the specific out of range measurement. This implanted lead is manufactured by a competitor and status is unknown. The device was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).